Manufacturer narrative:
This report is associated with argus case (B)(4), corega (denture adhesive). Corega is marketed as super poligrip in the us.

Event description:
Diabetes, cardiovascular disease. Case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes in a female patient who received gsk denture adhesive (formulation unknown) (corega) unknown for product used for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced diabetes (serious criteria death and gsk medically significant) and cardiovascular disease, unspecified (serious criteria death). On an unknown date, the outcome of the diabetes and cardiovascular disease, unspecified were fatal. The reported cause of death was diabetes and cardiovascular disease, unspecified. It was unknown if the reporter considered the diabetes and cardiovascular disease, unspecified to be related to corega. Additional details, the consumer reported that his mother used corega (presentation not informed) a lot , she was an assiduous consumer of the product, in such way that she reported that she always wore and could not live without the product but she already dead. The reporter informed that he did not associated the death with the use of corega but to the patient's ill (diabetes and cardiovascular disease) that she was diagnosed with before the death, the reporter did not informed if the patient was diagnosed with these ill before start the use of corega. Action taken with corega was withdrawn. The case was linked to (B)(4).